Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and unexpected restart. A cold reset was performed. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and the display did not return. Customer states that the contacts on the battery cap was neither missing nor damaged. The customer stated that the buttons were not functioning. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to battery connector not plug in properly to interface board. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart error and keypad unresponsive or button error alarm due to blank display.